Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had audio anomaly. The customer¿s blood glucose level was unknown at the time of incident. The customer stated that insulin pump was laud and make adjustment on sound then stopped making all sounds. The customer stated that self test was performed and it did not pass and failed the audio test. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test and selftest. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing.